Manufacturer narrative:
The analyzer cannot generate results when these types of error codes are given. The customer gave no indication of falsely low patient sample results. However there was corrosion present and qc was not being performed consistently. Corrosion of the sensor pins occurs when there is overexposure of the analyzer pins to the assay's acidic treatment reagent. This occurs when used test sensors are not removed immediately after testing (per instrument instructions) or when too much sample is added to the test sensor. Periodic testing with blood lead qc controls is used to monitor analyzer performance. Magellan testing of the analyzer generated used sensor errors and an out of range low qc result during in house confirmation testing. Magellan provided the customer with a new instrument, additional training, and additional instructions on analyzer maintenance. No further issues of this nature have been reported by this customer. (B)(4). Late filing is part of magellan diagnostics, inc. Response to FDA's 483 issued on 29jun2017.

Event description:
Used sensor error messages were generated by analyzer 2 months prior to customer complaint. Analyzer was performing as expected in generating those error messages however customer continued to run the analyzer and was not consistently running qc. Customer reported corrosion of analyzer sensor pins. No reported injuries occurred as a result of this issue.